Event description:
On (B)(6) 2013, the physician reported that he saw the patient that day and high impedance was observed upon running both system and normal mode diagnostics. It was confirmed that no patient manipulation or trauma occurred which may have caused or contributed to the event. The physician stated that he would discuss surgery options with the patient; however, surgery has not occurred to date. Attempts have been made for additional information; however, they were unsuccessful. No other information was provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.